Manufacturer narrative:
Zoll has received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported that the autopulse li-ion battery (sn (B)(4) intermittently powers up autopulse platforms. The status indicator of the battery shows four steady green led lights, indicating that the battery is fully charged. The customer noted when the battery is stored in a location with a higher temperature; it fails to power up autopulse platforms. When the battery cools down, it powers up platforms as intended. No patient involvement.

Manufacturer narrative:
Correction in b5 (describe event or problem). The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
The customer reported that the autopulse li-ion battery (sn (B)(6) was unable to power up the autopulse platforms. The status indicator of the battery shows four steady green led lights, indicating that the battery is fully charged. The customer noted when the battery is stored in a location with a higher temperature; it fails to power up autopulse platforms. When the battery cools down, it powers up platforms as intended. No patient involvement.